Event description:
It was reported that during a routine generator change out procedure, testing confirmed insulation damage on the right ventricular lead. The patient also experienced muscle stimulation. The lead was capped and replaced. No adverse complications occurred to the patient post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.